Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The service rep replaced the single board computer printed circuit board, the hard drive, and the eprom. The system was tested and found to be working as intended and put back in service.